Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, brown particles in shell, fold creases, underweight. A microscopic analysis was performed which identified; an extended striated opening on radius side assessed as surgical damage, an extended sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. - a sharp opening with localized stresses induced assessed as surgical impact.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.